Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they needed assistance and that their device had gotten infected and they were planning to remove it. The patient was then transferred to patient services where it was further clarified that with their second implant, there was a question if there was an infection at the ins site. When asked, the patient said that they didn¿t recall when, however they mentioned that at the same time they had numerous bladder infections (not alleged to be related to the device/therapy,) that had been treated with antibiotics. The patient stated that it was planned to have their system removed in early 2020, however due to the covid pandemic, it was postponed. The patient said that at this time, due to their age, they would just let it be. The patient services agent did offer to provide direction on how to check the implant as the patient had stated they didn¿t know if it was on or off, however the patient declined. No further complications were reported at this time.

Event description:
Additional information was received. The healthcare provider reported they were no longer at the practice, so they did not have access to patient records, however they did confirm that there was an infection, initially they thought it was just a hematoma, initially the patient was brought back to the operating room (or) to evacuate the hematoma and revise the pocket/device. Cultures came back later showing there was an infection. They were given antibiotics in the or and a prolonged po course to follow because they were not stable to return to the or for additional surgery and the device was doing well, the pocket healing. The hcp did not recall the specifics of the antibiotics prescribed. The last they knew the pocket was closed and they were talking about revising when covid 19 happened. They were unable to take the patient to the or and the hcp had since left the practice.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient started blood thinner the next day after surgery(full replacement of the (lead and generator done on (B)(6) 2015). And that they develop a small hematoma in the pocket site causing drainage and the pocket site was approximately 1 cm open( only superficial layer). As for action taken, patient has been scheduled for a pocket revision as the health care professional plan to remove any remaining tryx, irrigate the pocket and close with a non-absorbable suture. No further complications were noted or anticipated refer to related (B)(4); crdm tyrx event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was confirmed that the patient had hematoma and the cause of the hematoma was unknown by the health care professional. It was further stated that tyrx had already absorbed completely so this did not need to be removed. It was also stated that the pocket was irrigated and closed and the device was intact and still functioning. No further complications were noted or anticipated refer to related sr (B)(4); crdm tyrx event.